Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000175598.

Event description:
It was reported that during an implant procedure on (B)(6) 2026, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein both leads were explanted to address the issue. Additionally, bedrest and medication were given to address the issue. It is unknown which lead caused a csf leak.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.